Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/12/2020. Additional h3 investigation summary: it was reported that 7-0 bv1 suture repeatedly broke during CABG. 5 suture strands. Five unopened samples of product code m8702 lot # phh519 were received for evaluation. During the visual inspection of five unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. Note: events reported via mw# 2210968-2020-07932, 2210968-2020-07933, 2210968-2020-07934, and 2210968-2020-07935. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/28/2021. Additional h6 health effect-clinical code: e2403. Additional h6 health effect-impact code: f26. The following additional information was obtained: this event is reported in response to user facility mw (B)(4). Note: events reported via mw # 2210968-2020-07932, 2210968-2020-07933, 2210968-2020-07934, 2210968-2020-07935. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a carb procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.